Manufacturer narrative:
Patient information: no patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that system blocked, and it gives off a burning smell. There was no patient present when this issue was identified. No additional information was provided.